Event description:
It was reported that tandem mobi pump battery did not charge despite use of charging pad, nest, cable, wall adapter, and a confirmed working outlet, and issue persisted even after pump remained on charging pad for extended period and after caller tried a different charging cable. There was no reported impact to the customer¿s blood glucose level. Customer support arranged shipment of replacement charging supplies within two days, planned a follow-up, and advised customer to rely on backup therapy if pump battery depleted before replacement supplies were received.